Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the issue was resolved after performing a supply change. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.